Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 09:08:47 on (B)(6) 2015 while in a skilled nursing facility. Multiple counting of a tall p-wave contributed to the false detection. The pt was conscious and the response buttons were not used prior to the treatment. The pt was transported to the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2014 - reuse. Electrode belt (B)(4): (B)(6) 2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.